Event description:
Balloon burst.

Manufacturer narrative:
No information was sent to numed other than the catalog number, lot number, and that was a balloon burst. The balloon burst could not be confirmed since the catheter was not returned to numed. A reject catheter was evaluated for rated burst pressure. It exceeded 20 atm, which is the labeled (B) (4).